Event description:
Technician alleged that the pt right foot siderail is pulled out of the mounting screws. No pt impact.

Manufacturer narrative:
The technician could not determine the cause for the right foot siderail issue. The technician replaced the right foot siderail to resolve the issue.